Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient was dehydrated, sweating and had a headache. It was reported that the cgm was displaying 160 mg/dl and when they checked their bg it was 387 mg/dl. The patient went to the emergency room due to the high glucose reading. At the hospital, the patient was treated with fluids and insulin. At the time of the report, the patient was feeling normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.